Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging breathing issue. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. 0 error codes were found. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.